Event description:
The ventilator started making loud vibrating shaking sounds and was rattling at the inspiratory limb where it connects to the valve. The device did not deliver breaths appropriately and a jagged wave form was on the screen. The ventilator was changed. This was a potential for harm event.